Manufacturer narrative:
Erata, kento, et al. (2026). A case of suspected inappropriate shocks due to sense b noise failure after s ICD implantation. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. O128.

Event description:
It was reported per article of interest literature review that a woman in her 40s was diagnosed with congenital long qt syndrome type 2 (lqt2). She later experienced ventricular fibrillation (vf) leading to cardiac arrest, and therefore underwent implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD; device: a219 emblem, lead: model 3501). While the patient was sleeping, the s-ICD delivered an inappropriate shock due to sense-b noise oversensing on two different occasions. A marked reduction in intrinsic qrs amplitude was shown at the time of therapy, which returned to normal after the shock. Investigation steps included chest x-ray imaging, exercise and positional testing, and subcutaneous electrocardiogram (s-ECG) review. The sensing vector was changed from primary to secondary, after which no further inappropriate shocks occurred. The s-ICD system remains in service. No adverse patient effects were reported.